Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the left ventricular lead exhibited thresholds greater than 7.5 volts, 0.5 ms. The lead was re- moved and replaced.